Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based on the reported info.

Event description:
The reporter stated that it was seen on x-ray that the interfragmentary screw had broken some time after implantation. The x-ray also showed that other screws that had been inserted with the tibiaxys anterior plating system (B)(4) lot number ec99, and (B)(4) lot number edv6 had broken or baked out a little. Integra has requested add'l clinical info.